Event description:
Option study. It was reported that an incomplete seal occurred. Index procedure was performed on (B)(6) 2021. A 31mm watchman flx closure device was implanted successfully with complete laa seal and deployed device diameter of 28mm. The same day the patient also underwent atrial fibrillation ablation using pulmonary vein isolation by cryoablation method. Post implant, the patient continued on clopidogrel and apixaban medications. Two days later, the patient was discharged. At the three month protocol scheduled follow up, the transesophageal echocardiogram (tee) revealed a complete laa seal. On (B)(6) 2022 during the protocol scheduled 12 month follow up, the tee revealed an incomplete laa seal with jet size of greater than 5 mm. The size of largest residual jet around the device was 10 mm and the approximate angle of the jet was 90 degrees.